Event description:
It was reported that the pt passed away following an episode of elevated blood glucose levels. No autopsy was performed and no additional information regarding the cause of death is available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. In the event that the device is returned, a supplement will be submitted with results of any analysis.